Event description:
According to the customer the device failed completely without alarming. Consequences for pt/staff (e.g. Deterioration of health, death..) Injury of pt could be prevented only by redundant alarm of the hellige monitor and extreme attention from the caring staff. Under other special circumstances pt injury had been quite possible, since there was no sign at all that the device had failed.